Event description:
A malfunction alarm with code malf 12 was reported, and there was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was assisted with resetting the pump, which resolved the issue, allowing them to continue using the device. The caller was advised to contact technical support if the malfunction code recurs.